Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded receiver log found errors; however, it is not related to the customer complaint. The receiver was opened for further evaluation. The moisture detection sticker was found activated. An interior inspection confirmed the reported event of a frozen screen display. The root cause was determined to be a defective liquid crystal display (lcd).